Event description:
It has been reported to company that the marker band had moved out of position on the occlusion balloon wire which made it difficult for the physician to properly position the occlusion balloon wire in the microseal adapter to deflate the occlusion balloon. The physician inserted the occlusion balloon wire into the patient and occluded the vessel at 5.5 mm. The physician inserted a bypass balloon (bbc) 4 mm and predilated the lesion at 10 atms. The physician deflated the ptca balloon and retracted it. The physician inserted the aspiration catheter and aspirated the vessel twice. The physician needed to deflate the occlusion balloon and restore flow to the patient before occluding again for stenting. The physician attempted to locate the gold marker on the occlusion balloon wire and it had moved out of position. The physician approximated the area of the port and attached the microseal adapter and deflated the occlusion balloon.